Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70 serial # 3104021 description: linear 3-6 lead, 70cm model #: sc-8216-70, serial # (B)(4), description: artisan surgical lead, 70cm; model #: sc-3138-25, serial # (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that following the patient's trial procedure, the patient experienced a new onset of uncontrolled atrial fibrillation. The patient was transferred for close telemetry monitoring. The patient required the initiation of a beta-blocker and was given dabigatran. The event was assessed as being unrelated to device or procedure. The patient was released from the hospital and was doing well.

Manufacturer narrative:
Additional information was received that the physician does not believe that the procedure or the device is responsible for the atrial fibrillation.

Event description:
A report was received that following the patient's trial procedure, the patient experienced a new onset of uncontrolled atrial fibrillation. The patient was transferred for close telemetry monitoring. The patient required the initiation of a beta-blocker and was given dabigatran. The event was assessed as being unrelated to device or procedure. The patient was released from the hospital and was doing well.